Event description:
The customer reported, the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the interconnect cable connector. System operates as intended. (B)(4).